Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unit received with cracked select button on keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. The customer stated that the display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.